Manufacturer narrative:
Analysis received the unit with unexpected off no power due to corroded battery tube. Analysis was unable to test the operating currents and low battery alarm. There was no blank display, button error alarm or battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 234 mg/dl at the time of incident. The customer stated the insulin pump received a button error alarm, battery out limit alarm, and lowe battery alert. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.